Manufacturer narrative:
The loaner device was returned to olympus and inspected. During inspection, a deep cut was found on the probe unit pink rubber. Also found was a scratch on the cover of the distal sheath, a stiff angulation control knob, and a dent in the ultrasound cord. The event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon manufacturer inspection of a returned loaner ultrasonic gastrovideoscope, a deep cut in the pink rubber was identified. There was no patient involvement in this event. No issues were reported by the customer facility.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Considering the year of manufacture of the equipment, there is a possibility of pink probe unit being cut is due to deterioration over time. In addition, it is likely that the phenomenon occurred due to the application of external force such as strong rubbing against the relevant part during normal use including reprocessing. The instructions for use includes the following statements: inspection of the endoscope 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, forming objects or other irregularities.